Event description:
Additional information received from patient. Patient(pt) and patient representative (pt rep) called back inquiring on the status of the review of the log files and saying the patient was still having problems where they could only charge when the controller was right against the implant. Agent consulted with scs principal and reviewed with caller that the files are currently being looked into. Agent reviewed to continue working with hcp/rep on the issue. Additional information received from manufacturing representative (rep). Reviewed that file under review with engineering and we will be in touch with next steps. {per rep, when he last met with the pt, the ctm had to be very close to ins pocket site to maintain telemetry with ins. Reviewed possible need for explant but this has not been shared with patient at all.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2024. The device would be returned for analysis.

Manufacturer narrative:
Product ID 97715, sn (B)(6) has been returned and pending analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) representative on 26sep2024 regarding an external device. The reason for the call was 'no device found'. Pt representative said the controller was not showing how much it was charged because it would go to checking the recharger screen and then it went to no device found. Pt rep saw passive recharge mode and had been trying to charge for a couple of days. The issue started a couple of days ago. On the call instructed pt representative to press recharge and go into passive recharge mode. The middle number was at 84. Agent had pt representative move the paddle and pt representative got the middle number to 91. Pt was not able to get to normal charging screen. Agent reviewed pt should try 3 consecutive passive recharge mode cycles when they receive the new antenna. Agent also reviewed if replacement does not resolve the issue, pt representative will need to follow up with healthcare provider. A replacement recharger telemetry module (rtm) was sent out. Per information received on 27sep2024 caller, called stated they received the rtm but still getting passive recharge screen, the reset the controller and still getting passive r echarge screen. Caller stated the screen does not advance. Agent reviewed device function and recommended patient consult with healthcare provider (hcp) for next steps. Manufacturer representative (rep) called in on 01oct2024 to report that he met with the patient yesterday and was able to get the controller and recharger working and the implantable neurostimulator (ins) was out of passive recharge. Rep states the controller and the ins both show 100% charge with and without the recharger plugged in. Rep states the patient's controller has to be right over or near the ins in order to work. Rep said they have tried taking out the li battery and placing it back in again, but this did not resolve the issue. Rep also states the patient is having to significantly turn up their stimulation now, and reports they often let their ins completely deplete. Technical services (tss) reviewed disable and re-enable, as well as checking impedances. Tss encouraged rep to call back with the patient present, if needed. Rep said patient was able to recharge her ins but when it connected the controller and implant showed 100%. Tss reviewed with rep that passive recharge can cause the ins to eventually reach 100%. Rep then reported that patient has difficulty connecting the controller to the neurostimulator, that they have to place the controller near the neurostimulator to allow connection. Issue started last week. Rep said the recharger was replaced recently. A replacement controller was sent out. Pt representative called back on 08oct2024 and stated that the controller replacement did not resolve the issue. Caller stated that the controller does not connect to the ins unless the controller is placed over the ins, and the controller will disconnect if moved away. Caller added that even when trying to recharge the ins they will see no device found unless the controller is placed near the implant and recharger paddle. Caller demonstrated all of this to agent on the call. The controller showed "no device found" when the controller was in front of the patient where the patient can see the screen, and the controller connected to the ins when caller held the controller behind the patient near the implant. Caller stated this is making it so that the patient is unable to use the device independently. Agent reviewed information with caller and advised following up with the rep for further troubleshooting. Caller requested agent sent message to rep noting they had just spoke with rep and was told the ins may need to be replaced. Pt has had all external equipment replaced and still has to hold the controller over the ins to connect. Caller will send file and wait for additional information. Caller is going to ask if there is any other information to provide, cardioversion or other testing done. Caller reports ins is not deep and connects with the tablet fine. Report showed normal impedances and a couple of notifications regarding ins depleting. No known falls or accidents. Caller is willing to see the patient to get additional files or further troubleshooting if needed.

Manufacturer narrative:
B3: event date is approximate. Month and year is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 97715, sn (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found the tel-m antenna was fractured. Correction: h1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.